Event description:
Two patients returned after an injection was given with an abscess at the injection site. First injection occurred in 2005 and patient returned in two weeks. The site was, red, swollen and had a lump. Antibiotics was administered to the patient. Patient went to the ER for treatment. Patient was treated surgically. To date, patient ok. Second patient returned to the office in 2005 and the injection site area was red, swollen and a small abscess was observed. Antibiotics were prescribed.